Event description:
Related manufacturer report number 3006705815-2022-17588. It was reported the patient's leads had migrated. Patient had experienced trauma at work. Surgical intervention was undertaken on (B)(6) 2022 during which the existing leads were explanted and replaced. Therapy was restored postoperatively.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete weight, further information was requested but not received.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.